Event description:
Following a successful radio embolization procedure with the surefire infusion system, the physician had difficulty fully re-sheathing the expandable tip. The physician pulled the surefire infusion system back to the angiographic guide catheter. The physician pulled on the hypotube in an attempt to retract the remaining portion of the expandable tip into the catheter. At that time, the expandable tip detached from the catheter. The expandable tip was seen under fluoroscopy in the internal iliac artery. The physician decided that the location of the tip did not warrant intervention. The surefire infusion system was removed from the pt. There was no pt injury reported.